Manufacturer narrative:
This complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: skeppholm, m., lindgren, l., henriques, t., vavruch, l., löfgren, h., & olerud, c. (2015). The discover artificial disc replacement versus fusion in cervical radiculopathy¿a randomized controlled outcome trial with 2-year follow-up. The spine journal, 15(6), 1284-1294. Submitted: august 19, 2014 accepted: december 30, 2014. N=3 three cases a nonoptimal implant positioning - adverse event; n=2 two cases suspected implant instability or loosening; n=1 wound infection; n=1 postoperative hematoma* leading to reoperation.